Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI. Additional information: d9, h3, h6. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture outside its packaging was received for analysis. Product code vp2317s. During the visual inspection of the needle- suture, marks that appear to be caused by a surgical instrument were observed on the body of needle. The curvature was distorted from the original form, these conditions were caused during the use. As per the condition of the returned sample it was not possible to measure the needle to the final drawing or diameter. In addition, body fluids were noted along the strand and the extreme of the suture was noted to be cut possibly caused by a surgical instrument. The product code vp2317s contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h6 component code: g07002 no device problem . The product was returned to ethicon for evaluation. Ten representative unopened samples were received for analysis. Product code vp2317s. To evaluate the condition of the returned samples, all packets were opened. The swage and attachment area were noted to be as expected. The needles were compared against the finish drawing and were measured in diameter; rmc ntb-408 (sales type mh-1, ½ circle, needle size 29 mils) and the results meet the ethicon requirements in addition, a functional test was performed using instron equipment, and the tensile strength results were above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: extra product received. Juarez lab received under pc-001658718; 1 empty packet with lot # t3027 code vp2317s and 1 needle-suture piece know product code (appears to be a ethilon product). Please confirm if the product received belongs to this complaint. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint was reported for product code vp2317s, lot t3017. The following additional products were returned under this complaint: 1 empty packet with product code vp2317s, lot t3027 and 1 needle-suture piece with an unknown product code (appears to be a ethilon product) please provide the following information regarding why these 2 additional products were received under this complaint. Product code vp2317s, lot t3027: - why was this device returned? - does the device with product code vp2317s, lot t3027 belong under this complaint? - if this device belongs under a different complaint, please provide pc number. - was there a complaint with this device? If yes, please explain the device issue. - was this device returned in error? One needle-suture piece with an unknown product code (appears to be a ethilon product): - why was this device returned? - does the one needle-suture piece with an unknown product code belong under this complaint? - if this device belongs under a different complaint, please provide pc number. - was there a complaint with this device? If yes, please explain the device issue. - was this device returned in error?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: please provide the following information regarding why these 2 additional products were received under this complaint. Product code vp2317s, lot t3027: - why was this device returned? To check the difference - does the device with product code vp2317s, lot t3027 belong under this complaint? No - if this device belongs under a different complaint, please provide pc number. Not a complaint product. - was there a complaint with this device? If yes, please explain the device issue. Nil - was this device returned in error? No one needle-suture piece with an unknown product code (appears to be a ethilon product): - why was this device returned? To check the difference of the needle size. - does the one needle-suture piece with an unknown product code belong under this complaint? No - if this device belongs under a different complaint, please provide pc number. Nil - was there a complaint with this device? If yes, please explain the device issue. No - was this device returned in error? Yes, my mistake. Investigation summary according to the information received, it was reported breakage suture, product mix/incorrect component. The product received for analysis was identified as product code vp2317s. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the surgery they got suture with different needle sizes (small). They were forced to use it at that time and it was broken when the suture penetrated. They informed me the suture has a different needle size (small) than normal size. The sales rep checked with the normal suture and both are different. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: any patient consequences? No, but it was quite difficult for the surgeon. Device return status? Yes, returned. ( 2 damaged foils & the rest 10 foils from the same box ) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.